Manufacturer narrative:
The devices were not returned for analysis. Production record and complaint handling system reviews could not be conducted because the part and lot numbers were not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported backwall stitch could not be determined. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effects and treatment appears to be related to the circumstances of the procedure. The patient effects of pain and occlusion are listed in the electronic proglide instructions for use (IFU) as potential adverse events associated with the use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date estimated d4: the UDI number is not known as the part and lot number were not provided attachment: article titled "24 h and 30 day outcome of perclose proglide suture mediated vascular closure device: an indian experience".

Event description:
It was reported via an article titled "24 h and 30 day outcome of perclose proglide suture mediated vascular closure device: an indian experience", that this was a closure of bilateral common femoral arteries using a proglide device on a middle aged man. Percutaneous transluminal angioplasty (pta) was performed along with stenting for aorto iliac disease through bilateral common femoral arteries and left brachial arterial access. The patient complained of pain over the left leg immediately after suture placement in the left common femoral artery (lcfa) with the proglide. An angiogram showed acute subtotal occlusion at the proglide deployment site requiring balloon dilatation and stenting. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Details are listed in the article, titled "24 h and 30 day outcome of perclose proglide suture mediated vascular closure device: an indian experience". No additional information was provided.